Event description:
It was reported that the video system center had a processor issue. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device inspection, the legal manufacturer's final investigation, and associated h6 coding. Additionally, d9, h3, h4 fields were updated and the following correction was made: g2, health professional was selected as inadvertently omitted in the initial report. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the image was frozen due to a faulty circuit board a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, root cause is consistent with a circuit board failure. However, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.